Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 27-jun-2024, it was reported that the patient faced tape was not sticking and infusion set felt in the beach. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 8021545-2024-02711- device 2 of 3. E1: patient city: madrid, patient country: spain.